Manufacturer narrative:
User facility mandatory medwatch was received on (B)(6) 2011. The report number is (B)(4). The customer indicated the device was discarded. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a mfg or material defect. It was communicated to the customer that standard i.v administration sets are intended for general infusion and not recommended for use with power injectors. Product labeling for this device states, "caution: not for high pressure infusion". This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch was received that stated the following: "CT injector was connected to the IV tubing. As the contrast was injected, the IV tubing broke and contrast and blood came out. The injection was stopped and the tubing was taken off. No harm to the pt." Upon further query the following info was provided that indicated a tubing rupture while in use with a power injector; subsequently bleed back was noted. The pt was undergoing a CT scan while using a power injector to deliver 100ml of visipaque, at a rate of 4ml/sec, with pressure setting of 325 psi. The male adapter of an unspecified power injector tubing was connected to the clave y-site of the tubing set. The option-lok male adapter of the tubing set was connected to the pt's access site. It was reported that 10 seconds after the delivery was started, the tubing ruptured below the clave y-site. A leak of contrast media and an unspecified volume of bleed back were noted. It was reported that the tubing set was disconnected from the pt's access site and the male adapter of a clave port was connected to the pt's access site. The male adapter of the power injector tubing was connected to the clave port and the procedure was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.